Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had a check valve malfunction. The following information was provided by the initial reporter: back flow of medication/fluid from secondary bag to primary bag using bd alaris pump module. Primary tubing contains back check valve.

Manufacturer narrative:
It was reported by customer that back flow of medication/fluid from secondary bag to primary bag using bd alaris pump module. No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.